Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
(B)(6). It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The patient presented due to stable angina and was subsequently diagnosed with myocardial infarction and referred for cardiac catheterization. The 99% stenosed and 12 mm long de-novo first target lesion was located in the right posterior descending artery with a reference vessel diameter of 3.5 mm. The first target lesion was treated with pre-dilatation and placement of a 2.25 x 6 mm promus element plus stent, resulting in 0% residual stenosis following post dilatation. The 90% stenosed and 12 mm long second target lesion was located in the middle right coronary artery with a reference vessel diameter of 3.5 mm. The second target lesion was treated with direct stent placement using a 3.0 x 16 mm promus element stent; however, the stent was unable to cross the lesion and was not deployed. Three days later the target lesion in distal left circumflex attempted to be treated with balloon angioplasty using a 3.0 x 15 mm nc quantum apex balloon which was unsuccessful as it did not cross. The lesion in the distal left circumflex again attempted to be treated with balloon angioplasty using a 1.50 x 15 mm apex push balloon which was unsuccessful as it did not cross. A 1.2 x 8 mm non bsc balloon was used and successfully crossed the lesion. The target lesion in distal left circumflex attempted to be treated with balloon angioplasty with 2.0 x 15 mm nc quantum apex balloon and was unsuccessful crossing the lesion. The 85% residual stenosis was left untreated as none of the balloons could cross. Rotational atherectomy was planned for the next day. The target lesion in distal left circumflex artery was planned to be treated with rotational atherectomy using a 1.5 mm rotalink system burr. During the procedure there was a transducer malfunction and it had to be replaced. The 90% stenosed and 24 mm long de-novo eccentric and moderately calcified target lesion located in the distal left circumflex with a reference vessel diameter of 4 mm was treated with pre-dilation using a 3.5 x 20 nc quantum apex balloon which ruptured on an unknown inflation. The same 4.0 x 28 mm promus element stent was re-inserted and was successfully deployed, resulting in 0% residual stenosis following post dilation. The patient was discharged several days later.